Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 0.0480 mg/day via an implanted pump for non-malignant pain. It was reported an alarm was occurring and telemetry was not yet performed. The hcp had been weaning the patient off of intrathecal (it) medications and the patient was not having the pump replaced. The pump was alarming, and the reporter thought it was because the pump reservoir was empty. On the date of this report they were going to program the pump to off state. It was discussed to interrogate the pump to confirm the actual alarm and pump off state was discussed. Patient symptoms were not reported. The event date was 2018 (specific date not reported). The pump off password was provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump was interrogated and the cause of the alarm was the elective replacement indicator (eri). The pump needed to be replaced; however, the patient elected not to replace it. The pump alarm was resolved and the pump was discontinued and would be removed on (B)(6)2018. No further complications were reported/anticipated or expected.